Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. The device also had moisture damaged at the motor assembly and a missing end cap sticker. It was unable to verify the vibrating and constant tone due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went water skiing and fell into the lake while wearing the insulin pump. The customer stated the display went blank and the device was vibrating without an alarm or alert. Blood glucose value was 287 mg/dl; which he treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.